Event description:
It was reported that a patient presented with dislodgement noted on the right ventricular lead noted through x-ray imaging. During the attempt to reposition the lead, the helix was unable to be extended. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.